Event description:
On monday the (B)(6) 2018 we had a test session with the patient. There were no problems with the test session. Later at home the patient noticed that something is not right with his left hip. Patient informed us today that he is in the hospital and was operated on his fractured left hip head.